Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs noting right total hip arthroplasty with radiolucent acetabular cup. Asymmetric positioning of the femoral head suggests poly wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 163652 ¿ cocr modular head ¿ unknown lot unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the surgeon did not approve of the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision surgery at an unknown amount of time post implantation due to loosening of the acetabular cup. Attempts have been made and additional information on the reported event is unavailable at this time.